Event description:
Information was received that reported a patient was hospitalized on (B) (6) 2010, due to an incident of hyperglycemia. Per the reporter, the patient was experiencing high blood glucose the day prior to the hospitalization with vomiting. On (B) (6), she was brought to the hospital. Upon admit, her blood glucose was 228 mg/dl, she was treated with fluids and IV insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
(B) (4). Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.